Event description:
The customer reported to olympus that while using evis lucera elite duodenovideoscope, after the ercp operation, the protective tube protecting the stent came out when the guide wire used was pulled out from the forceps channel. The procedure has already been completed. The presence of foreign matter can be attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
E1: (B)(6) hospital. The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be confirmed. Olympus will continue to monitor field performance for this device.